Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on peritoneal dialysis (pd) reported they were hospitalized and would not be discharged without a replacement as they were experiencing drain complications with their current cycler. Customer support spoke with the patient¿s (pd) nurse who clarified the patient¿s discharge was dependent on other issues unrelated to dialysis. Subsequently, on (B)(6) /2021, customer support spoke with the patient¿s pd nurse who reported it is unknown why the patient was admitted to the hospital. Customer support reviewed the patient¿s alarm history on the cycler which shows clinical alarms. The nurse was advised to do further clinical assessment factors that would affect the patient¿s ability to drain. The cycler did not warrant a replacement. No further information about the patient¿s hospitalization is available despite multiple follow-up attempts with three different pd nurses and the patient.

Event description:
A patient on peritoneal dialysis (pd) reported they were hospitalized and would not be discharged without a replacement as they were experiencing drain complications with their current cycler. Customer support spoke with the patient¿s (pd) nurse who clarified the patient¿s discharge was dependent on other issues unrelated to dialysis. Subsequently, on (B)(6) 2021, customer support spoke with the patient¿s pd nurse who reported it is unknown why the patient was admitted to the hospital. Customer support reviewed the patient¿s alarm history on the cycler which shows clinical alarms. The nurse was advised to do further clinical assessment factors that would affect the patient¿s ability to drain. The cycler did not warrant a replacement. No further information about the patient¿s hospitalization is available despite multiple follow-up attempts with three different pd nurses and the patient.

Manufacturer narrative:
Correction: h10 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the available information, there is no objective evidence that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time.